Manufacturer narrative:
This report is submitted on june 27, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. H3 other text: the implanted device remains.

Event description:
Per the clinic, the patient developed infection and abscess at the implant site. Subsequently the abscess was drained and a flap revision was performed on (B)(6) 2017. Following the procedure, the patient was administered oral antibiotics for a period of 14 days.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017. The device was discarded at the time of surgery, therefore is unavailable for analysis by the manufacturer.